Event description:
It was reported that vessel damage and heavy bleeding occurred, requiring additional surgery. A 1.85mm jetstream sc atherectomy catheter was selected for an atherectomy procedure. During ongoing use, the catheter severely injured the vessel and led to heavy bleeding. The bleeding was successfully stopped with surgical intervention and the treatment was completed. The patient fully recovered following the procedure.

Event description:
It was reported that vessel damage and heavy bleeding occurred, requiring additional surgery. A 1.85mm jetstream sc atherectomy catheter was selected for an atherectomy procedure. During ongoing use, the catheter severely injured the vessel and led to heavy bleeding. The bleeding was successfully stopped with surgical intervention and the treatment was completed. The patient fully recovered following the procedure. It was further reported that the target lesion was a stage IV right femoral occlusion approximately 5 centimeters. The puncture was problem-free, and a cross-over maneuver was performed. The jetstream sc atherectomy catheter was inserted and advanced normally. Two passages were performed without blades and one passage with blades. The reverse button was activated, and it was attempted to remove the system; however, the system could not be pulled back. The system was removed together with the wire after multiple unsuccessful attempts.

Manufacturer narrative:
H6: impact and device codes updated.